Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patients ipg was unable to charge. It was also noted that the patient was experiencing discomfort due to inappropriate placement of the scs leads that have shifted. The patient will undergo a lead and ipg revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial#: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patients ipg was unable to charge. It was also noted that the patient was experiencing discomfort due to inappropriate placement of the scs leads that have shifted. The patient will undergo a lead and ipg revision procedure.